Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the exact date of event is unknown. The date entered, is based on customer's approximation of event occurrence. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter, stating she could not obtain a proper blood sample when using the lancing device and her meter would not provide a reading after a blood sample was applied. Customer additionally reported that approximately one month prior to contacting adc she "was at her house and (she) felt dizzy, incoherent" and her friends could not "feel (her) pulse". Customer reported a friend called the paramedics and upon their arrival she was administered an unspecified oral medication and transported to a local hospital where she was diagnosed with hypoglycemia. Customer reported no treatment was rendered at this hospital but she was reportedly hospitalized for two days. There was no report of death or permanent injury associated with this event.